Manufacturer narrative:
A batch review was performed, and no issues were noted. Evaluation summary: the sample was unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/ preventive action as appropriate.

Event description:
An affiliate reported that the 'light blue part is broken from white part' on a transfer set. No pt injury or medical intervention was reported.